Event description:
Negative bias was observed on quality controls for lot 219 of the rubella igm assay on an immulite 2000 xpi instrument. It is unknown if patient samples have been run or if any patient results were affected. There were no reports of patient intervention or adverse health consequences due to the negative bias on rubella igm quality controls.

Manufacturer narrative:
The initial MDR 2432235-2013-00007 was filed on january 9, 2013. Additional information (02/01/2013): siemens technical operations evaluated immulite 2000 rubella igm kit lots 218 and 219, and negative bias was observed on both lots. The control ranges were revised, and the new ranges will be packaged with the rubella igm kits. The revised ranges will also be provided to customers using affected kits. The cause of the negative bias on quality controls when using rubella igm kit lot 219 on an immulite 2000 xpi instrument was a quality control problem. This reagent is performing according to specifications. No further evaluation of this reagent is required.

Manufacturer narrative:
The cause of the negative bias on rubella igm quality controls for lot 219 is unknown. Siemens is investigating this issue.